Manufacturer narrative:
Device evaluation: one cadd legacy pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found no evidence of reported problem. The customer reported problem was confirmed. According to the investigation, a fluid filled cassette was attached to the pump, testing could not be completed due to air in line alarm displaying. The investigation reported that the pump faulty air detector caused the reported issue. Investigator's replaced the pump faulty air detector to correct the reported issue. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that this smiths medical cadd legacy pump exhibited alarming "air in line" when placed on a set tried. No adverse effects reported.